Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use with an unspecified bd pen needle they were unable to deliver insulin. Consumer used a 2nd needle and worked, there was no patient impact. The following information was provided by the initial reporter, translated from dutch to english: yes that's right but now I'm spraying lantus insulin and I got different needles but I have to use 2 of them every day if I turn the first needle on the insulin pen no insulin comes out and the second needle does how this is possible is a mystery to me

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified bd pen needle they were unable to deliver insulin. Consumer used a 2nd needle and worked, there was no patient impact. The following information was provided by the initial reporter, translated from dutch to english: yes that's right but now I'm spraying lantus insulin and I got different needles but I have to use 2 of them every day if I turn the first needle on the insulin pen no insulin comes out and the second needle does how this is possible is a mystery to me.